Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the fathom - 14 guidewire was returned for analysis. It was observed that the device was bent, stretched detached at distal tip. The reported event of guidewire fracture was confirmed.

Event description:
It was reported that guidewire fracture occurred, requiring snare for removal. A 200 cm x 10 cm fathom -14 guidewire was selected for use in the treatment of vascular stenosis in the subclavian artery. However, the guidewire was fractured upon withdrawal and snaring was performed to remove the device. No patient complications were reported, and the patient status stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that guidewire fracture occurred, requiring snare for removal. A 200 cm x 10 cm fathom -14 guidewire was selected for use in the treatment of vascular stenosis in the subclavian artery. However, the guidewire was fractured upon withdrawal and snaring was performed to remove the device. No patient complications were reported, and the patient status stable.